Event description:
It was reported that during a follow up, high capture threshold was observed. Patient was scheduled for another follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.